Event description:
Please review summary of 24 cases of IV pump equipment malfunction. Please note that the first 11 cases were previously reported by individual medwatch form. The last 13 cases are of a similar nature and reflect a period of 3/97-to present. It is also important to note that a complaint was made to the local FDA branch on 12/13/96. This eventually resulted in a directed inspection of the mfg firm medex, inc in hilliard, oh. The district on 12/9-23/97 conducted the inspection. Rptr has also spoken with local FDA branch and two members of the med device team regarding the most recent incidents of IV pump non-infusion which occurred in facility today. As a clinician in pediatric and specifically neonatal practice. Rptr is extremely concerned about the ongoing and serious nature of this problem and the potential risk that critically ill pts may face. Ongoing repeated problem. IV pumps do not infuse fluid, although alarm is not ever initiated and pump records normal infusion at set rate and volume. Hyperal with d12.5, phos 40, ca 7 and aa 1.4 infusing at rate of 30cc/hr. Volutrol was filled to 60cc and run for 2 hrs without alarm other than tko reset. Digital readout showed infusion of 60cc however, burette still full. White precipitate noted in tubing and cassette at time non-infusion was noted. Case referred to pharmacy for precipitate review. No change in pt outcome, line remained patent. Minor glucose drop noted 90 to 72. Pump and tubing sent to biomed for eval.